Manufacturer narrative:
Submit date: 07/25/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer reports the radiopaque strip in them is coming out very easily and could potentially remain in a wound if left unnoticed.

Manufacturer narrative:
There were 2 samples (unused, opened) returned with this complaint received for evaluation. After a visual inspection, loose radiopaque element was found. The reported condition is confirmed. The returned product did not meet quality release specifications. A product analysis confirmed to determine the root cause. Potential root causes include: 1. The element was not the correct width. This would not allow enough pressure to be applied to the element to bond it to the gauze and 2. It is possible that the heat from the bonding of the element may have broken the element prior or the threading of the element may have become entangled and broken the element. The sensor on the machine may not have stopped the machine from cycling the sponges without the element. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, operators are required to inspect for both loose and missing element during production. The lot met all defined acceptance requirements and was released. A formal corrective/preventative action (CAPA) request was submitted and rejected due to a low occurrence rate therefore an existing formal investigation action will not be taken to address this issue. This information will be utilized for trending purposes to determine the need for corrective actions. A quality notice was posted to the quality spotlight board in the main hallway of the plant to raise awareness of the defect. If information is provided in the future, a supplemental report will be issued.